Event description:
This procedure was performed in the left sfa: a 5.0mm spiderfx was placed over a 0.014" guidewire into the popliteal. The artery was estimated to be 3.5mm. The sfa was treated with a thrombectomy device with optimal results. The contrast was noted to be ending at the capture basket. The capture basket was recovered utilizing the full recovery technique. Runoff down the anterior tibial became sluggish. The filter basked contained little or no debris upon removal. The 6f export catheter was the length of the anterior tibial and into the dorsalis pedis. Large amounts of micro emboli was recovered with the export catheter and flow was restored following multiple passes and insertions with the export catheter, nitroglycerine was given to the pt.